Event description:
It is reported that two patients at this center required re-exploration for a symptomatic sterile seroma. In each case a small kit of rhbmp-2/acs and local autograft had been used for a multilevel (c3/c7) posterior cervical instrumented fusion. Massive seromas were seen in each case within the first 4 weeks of the postoperative period. Cultures were negative in each case, and each patient improved with only 1 debridement. No other details were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: robin, et al. Cytokine-mediated inflammatory reaction following posterior cervical decompression and fusion associated with recombinant human bone morphogenetic protein-2: a case study. Spine. 2010;35: pp e1350-e1354: devices not returned to manufacturer - remain implanted: a review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.